Event description:
It was reported that the insulin pump alarmed button error. Customer stated that they wear the insulin pump against their skin and they were sweating. Customer's blood glucose reading at the time of the call was 132 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a missing end cap sticker and a cracked case near the display window corners were noted during the visual inspection. No button error alarms were noted. However, moisture damage was noted on the keypad traces.